Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had 2 infusion sets that were occluded and broken. Blood glucose level was 400 mg/dl. The customer mentioned they keep the set in for 4 days. Troubleshooting was declined. The insulin pump and infusion sets will not be returned for analysis.